Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Beginning (B)(6) 2014, svc defibrillation coil lead impedance measured high at 182 ohms on (B)(6) 2014 and 254 ohms (B)(6) 2015. Rv defibrillation coil impedance within normal limits. It is slightly rising to 64 ohms. Concomitant product: 407652 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc). The rv defibrillation impedance bumped up from the baseline, but was stable. A fracture was suspected on the svc. The svc was programmed off, as well as the alerts, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a lead integrity alert (lia) triggered. Upon interrogation, the lead had non-sustained ventricular tachycardia episodes that were noise. The lead was cut, capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the noise was reproducible with pocket manipulation. The rv lead was reprogrammed the day before the lead revision. The patient is a participant in the post approval clinical surveillance product surveillance registry.